Event description:
While attempting to place arterial line, the catheter fractured and the tip was no longer visible at the skin, yet the guidewire was still in place. Pediatric surgery was consulted to surgically remove the foreign body from the patient's forearm. Vascular doppler was used and patient was found to have a triphasic radial pulse post procedure.